Event description:
It was reported that a patient had an initial left total hip arthroplasty performed on an unknown date in 2006. Subsequently, the patient was revised due to pain, elevated metal ion levels, and altr/metallosis. Limited medical records have been provided at this time.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: during an office visit, it was identified that the muscles of the hip abductor were damaged, with elevated metal ion levels in the blood. Metallosis was diagnosed, as well as trochanteric bursitis and pain. The revision occurred, where the stem and head were revised. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.